Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. This reported event has been deemed not reportable based off the evaluation of the returned sample.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: registered cardiovascular invasive specialist (rcis). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product/lot# combination confirmed there was no anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the physician was treating a tight lesion in a very tortuous right distal superficial femoral artery (sfa). Navicross was placed through a 45cm destination sheath over a command .018 wire. The command wire was exchanged for an .018 steel core wire, which would not advance through the end of the navicross catheter. The steel core wire was removed, and the .018 command wire was re-inserted into the navicross, however, appeared to be exiting the side of the catheter. When the catheter was pulled back slightly, it was confirmed that the tip of the wire was moving with the catheter. Both the .018 navicross catheter and the wire were removed from the body and when the catheter was flushed, it appeared to have a side hole. A new catheter was opened, and the case was completed successfully. The estimated blood was less than 250cc. The patient was stable.